Manufacturer narrative:
It was reported that fluid had leaked into and past the plunger. To support the investigation, one sample without packaging and one photograph were provided for evaluation by the quality team. A visual inspection of the sample revealed no defects or imperfections. The sample was subsequently tested for leakage and passed. The photograph showed two syringes without packaging: a 20 ml syringe containing an amber-colored solution and a smaller syringe containing a yellowish solution. The larger syringe did not exhibit any solution beyond the stopper, while the smaller syringe did show solution past the stopper. No additional information could be obtained from the photograph. A review of the device history record was conducted for material number 302830, covering possible lots 5259307 and 5287388. The review confirmed that no quality issues were detected during production that could have contributed to the reported condition. There were no related quality notifications, and all processes and final inspections complied with specification requirements. Based on the investigation and analysis of the returned sample, the reported symptom could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 20ml ll s/c 48 had leakage past the stopper. The following information was provided by the initial reporter: rcc received a complaint via email. Email(s) attached, we had the same issue again yesterday with two syringes during an employee media fill evaluation. The employee pulled back the plunger to pull the solution from a bag. The employee pulled slowly, straight down on the plunger. 3 ml syringe, ref (B)(4), lot 5258063, exp 8/31/2030. 20 ml syringe, ref (B)(4), lot either 5259307 or 5287388 (exp 8/31/30 and 9/30/2030, respectively). Additional information received on (B)(6) 2025: thank you for following up. For both pr (B)(6) and (B)(6), both took place (B)(6) 2025. Outcome: there was no patient harm, but it caused us to waste the syringes. We have had multiple issues with fluid leaking into and passed the plunger lately, these are just an example. They are available for return if you would like them for investigation.